Event description:
Physician attempted to use fortrex balloon treatment of fibrous lesion in patients right mid artery/vein. Moderate calcification and little tortuosity were reported. Artery diameter reported as 4-6mm and lesion diameter reported as 60-80mm. Embolic protection was used and inflation device was used to inflate the balloon. The device was prepped with no issues identified. It was reported that a balloon burst occurred and it was noted that pressure was at 20atm. All fragments of the balloon were retrieved. The balloon was replaced with a smaller one, blocked the blood flow, and changed to open surgery for thrombectomy and dilation. No futher patient injury reproted for this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a visual inspection of the returned device found a radial and a longitudinal tear on the balloon the customer complaint can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.